Event description:
A surgeon reported a patient with unexpected astigmatism following intraocular lens (iol) implant surgery. Additional information was received from the surgeon who indicated the unexpected astigmatim persists and is not expected to resolve.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).